Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with approximately 200 units of insulin. There was no reported impact to the customer's blood glucose level. During follow-up, customer reported that the issue was resolved, and the insulin gauge depleted normally.